Manufacturer narrative:
Initial and final MDR (B)(4) -device 4 of 11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing was bent at a 90 degree angle on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, which resulted in elevated blood glucose, therefore patient had received correction injection via multiple daily injections (mdi). The infusion set was in use for two to six hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR 2107566 - MDR 3003442380-2025-00457. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(6) has been evaluated. The batch 6005631 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6005631 was manufactured according to the wi version 111 in the line 5, on 27/feb/2024, with a total of (B)(6) units. Gluing of tubing the lot 4b02234 was manufactured according to the wi version 10 in the gluing of tubing in the machine igtl01, on 21/feb/2024, with a total of (B)(6) units. The lot 4b03703 was manufactured according to the wi version 10 in the gluing of tubing in the machine igtl01, on 27/feb/2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jun/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). And lot 6005631 and no other complaint has been registered in database for the same lot 6005631 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.